Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, the device was ruptured. No other anomalies were observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with two unspecified gel implants and experienced postoperative bilateral rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with two o 200cc mentor memorygel breast implant (catalog #: 3502001bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019. This report is for the right prosthesis.